Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis and high blood glucose of 28.9mmol/l. The customer experienced ketones and vomiting prior to be admitted. It was stated that they noticed the cannula was kinked. Troubleshooting was performed. The basal rates and bolus wizard settings were correct. Reviewed the alarm history and found several error alarms. No further information was provided.

Manufacturer narrative:
The insulin pump received with operating currents within specification. The insulin pump passed self test and error test. However, unable to prime the insulin pump during prime test and motor error alarms during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Several alarms were found at the alarm history file. Alarms due to corrupted history file. The insulin pump received with cracked case at lcd window corners and battery tube threads. The insulin pump was received with scratched lcd window. The insulin pump was received with missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.